Event description:
The provue missed an antibody that was detected in manual gel. No erroneous results were reported.

Manufacturer narrative:
The customer does not want service. The problem is isolated to this one patient at this time. No erroneous results were released as the customer was able to ID the antibody. Service not requested.